Event description:
Request: bayley walker shoulder: humeral bearing liner (+ring captive) c/w ring that matches his existing custom total humerus prosthesis (pin18024). Only revise the liner and retain the rest of the previous implant. Patient history: right shoulder repeated subluxation due to worn-out bayley walker shoulder liner. Right humerus osteosarcoma with total humerus custom prosthesis (bayley walker shoulder) (pin 18024) with glenoid component in 2013. Patient complains of repeated shoulder subluxation in recent 1-2 months.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.